Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 127 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observation of high out of range pace impedance measurements was likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2000 ohms for approximately the last four months and registered a pace impedance measurement greater than 3000 ohms approximately three months ago. Full insertion of the lead terminal end in the device header was confirmed via x-ray. The lead was explanted and replaced. As part of the lead revision procedure, a tug test was performed and confirmed the lead did not pull out of the device header. Upon lead explant, a visual inspection of the lead did not reveal any obvious lead integrity issue. The specific cause of the high out of range pace impedance is unknown at this time. The lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2000 ohms for approximately the last four months and registered a pace impedance measurement greater than 3000 ohms approximately three months ago. Full insertion of the lead terminal end in the device header was confirmed via x-ray. The lead was explanted and replaced. As part of the lead revision procedure, a tug test was performed and confirmed the lead did not pull out of the device header. Upon lead explant, a visual inspection of the lead did not reveal any obvious lead integrity issue. The specific cause of the high out of range pace impedance is unknown at this time. The lead has been returned for analysis. No additional adverse patient effects were reported.